Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed in 2009 due to it not working properly. The patient experienced pain at the lead/extension location. A CT scan determined that "something was left in." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3889-28 lot#: v009058 implanted: (B)(6) 2006 explanted: unk; extension model: 3095-10 serial#: (B)(4) implanted: (B)(6) 2006 explanted: unk; programmer model: 3037 serial#: (B)(4).